Event description:
Reporter called and stated that the 45 sec alarm on this vent is always "on," will not alarm. The rt's noticed this when they were setting the unit up, no pt involvement. Reporter is biomed trained and he is going to replace the alarm board if sent one. Will send alarm bd, unit is under warranty.